Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/14/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During analysis of the device a rupture was noted in the posterior view, measuring approximately 7.0 cm. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with two 435cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture baker¿s grade IV post procedure. The bilateral capsular contracture baker¿s grade IV was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile saline breast implants (l) catalog: 3502425, lot: 7723088, sn: (B)(4), catalog: 3502425, lot: 7349611, sn: (B)(4), on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-19791 for contralateral prosthesis report.